Event description:
It was reported that, "mr. (B)(6) carried out a bilateral conformis today at the circle beaumont in bolton. The first knee, the right side, he had an issue re a large extension lateral gap when the cuts had been carried out, so much so that he has had to relist this patient for a revision knee later this week. The second knee, the left side, went really well." Mr. (B)(6) clarified the initial email, writing: "...it was a rotational issue and so a flexion gap issue. When the third jig was applied the guide was significantly externally rotated such that the centre of the guide, ie where the trochlea was going to be, was outside the lateral femoral trochlea ridge. She ended up with a significant laterally laxity in flexion at trialling. Extension was balanced and good."

Manufacturer narrative:
It was reported that, "dr. (B)(6) carried out a bilateral conformis today at the circle beaumont in bolton. The first knee, the right side, he had an issue re a large extension lateral gap when the cuts had been carried out, so much so that he has had to relist this patient for a revision knee later this week. The second knee, the left side, went really well." Investigation and conclusion: dr. (B)(6) clarified the initial email, writing: "...it was a rotational issue and so a flexion gap issue. When the third jig was applied the guide was significantly externally rotated such that the centre of the guide, ie where the trochlea was going to be, was outside the lateral femoral trochlea ridge. She ended up with a significant laterally laxity in flexion at trialling. Extension was balanced and good." Cad designs (virtual review) including segmentation, implant design, and jig design were reviewed and were designed correctly. This information was communicated to the surgeon, who responded noting that f1, f2, and f3 all seemed to fit well, but f4 appeared rotated when applied. At this time it is unclear exactly what cause external rotation of the f4 ap cut guide. It's possible that f2/f3 were incorrectly positioned, leading to the external rotation of f4. It is also possible that when the f4 alignment pins were placed into the bone after the distal resection was completed, those pins were either placed incorrectly or they may have moved due to poor bone quality. When there are little to no curvature, indentations, etc on the femur for the jigs to key into, the jig fit may not be as obvious to the surgeon as he is progressing through the steps of bone preparation/cuts. Therefore, the root cause of this complaint is inconclusive. If additional information becomes available that warrants further investigation, the complaint may be re-opened. This sn had no ncmr which indicates that the device was manufactured to specification. From the information available, there is no reason to suggest the implant system did not function as intended. 4/12/2023 the conformis rep provided additional information, stating the conformis implant was not placed in the patient after the bone cuts were made. Rather the surgeon stitched up the incision without an implant. Once a stryker implant was available during that same week, the stryker implant was implanted into the patient, for this patient's right knee. This report states that the total cr was 'implanted on (B)(6) 2023 and explanted on (B)(6) 2023'. This is a conservative statement. Part of the system (ijigs were used but the final implanted device is not a conformis device for the right knee.